Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. The pump was monitored and no blank display anomalies or battery out limit alarms were noted. The pump passed the self test, unexpected restart error, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump properly connected to the glucose sensor simulator. No lost sensor alarms were noted. The pump was received with a cracked case at the display window corners, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer is calling back after receiving a new battery cap and still has not resolved the issue because the screen keeps going blank. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.